Event description:
It was reported, the patient had an issue with her implantable neurostimulator (ins) sticking out from her pocket site. The ins did not lay flat. The patient had a revision performed 1 year after implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7435 lot# serial# (B)(4), implanted: 2009,(B)(6), explanted: product type programmer, patient; product ID, 3889-33 lot# v093458, serial#, implanted: 2009 (B)(6), explanted: product type lead; product ID, 3889-28 lot# v189565 serial#, implanted: 2009 (B)(6), explanted: product type lead; product ID, 3095-10 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension; product ID, 3095-10 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension. (B)(4).